Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation and the investigation; a follow-up report will be filed. All information reasonably known as of 12-mar- 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 9611594-2021-00042 for the first event. It was reported on (B)(6) 2021 at 0900, the patient was admitted or multiple fasciotomy and incision and drainages (I&ds). A 'dobhoff' tube was placed for tube feedings (tf) on (B)(6) 2021 while the patient was in the ICU. Overnight, high tf output was noted. A kidneys, urethra and bladder (kub) x-ray was completed on (B)(6)2021 in the morning. The x-ray confirmed the 'dobhoff' tube was in the duodenojenunal region and was in the appropriate position. On (B)(6) 2021 an x-ray was completed and noted the distal tip in the duodenal jejunal junction. On (B)(6) 2021 at 2308 the 'dobhoff' was partially occluded, a clinician ordered pancreatic enzymes and sodium bicarbonate to declog the 'dobhoff.' On (B)(6) 2021 at 1518 an x-ray was performed and noted disruption of the dobhoff tube with retraction of the proximal fragment. The tf was stopped on (B)(6) 2021 at 0058. The patient was transferred to the pcu on (B)(6) 2021. Another kub noted the "broken dobbhoff tube with the dislodged distal portion of the tube noted in the duodenum, and the proximal portion of the tube in the stomach." On (B)(6) 2021 an egd was performed and both portions of the tube were removed successfully. Additional information received (B)(6) 2021 stated it was not confirmed if the clinicians waited the recommended 30-60 minutes once they used the clog zapper and then reinserted the stylet to determine patency. For all continuous feeds they do not have an alarm for increasing tf pressure. The alarm goes off for an occlusion, no warning, only when there is an occlusion identified. The device broke at the 28-30 cm mark. There was also a "thinning" of the tube below the break point.

Manufacturer narrative:
The returned sample was evaluated confirming the tubing exhibited ballooning. The root cause of the reported issue could not be conclusively determine,d however, ballooning is caused by excessive force. Per the instructions for use (IFU) vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 07-may-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.